Event description:
It was reported following a percutaneous coronary angiogram and stent placement procedure, an 8f angio-seal evolution was used in the right groin arteriotomy. A small hematoma at the right groin puncture site was noticed. The patient developed an acute closure of the stented artery and underwent an urgent percutaneous coronary intervention (pci), with placement of a second drug eluting stent via a left groin puncture. The sheath was left in place and the patient returned to ccu. The next day, the patient had ecchymosis bilaterally at the groin sites. Three days after the procedure, the patient had a drop in hemoglobin, 8.7 and large hematomas bilaterally in the groin. A duplex ultrasound and a CT scan revealed retroperitoneal bleeding bilaterally, and the patient was given 2 units of blood. The patient remained in the hospital 4 more days during recovery.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.